Manufacturer narrative:
(B)(4). Cloudy cerebral spinal fluid.

Event description:
It was reported that the patient had a dye study done on (B)(6) 2011 after which the patient was admitted to the hospital with mental status change, fever, and elevated white blood cell count, and was diagnosed with meningitis. The patient's cerebral spinal fluid was collected and found to be cloudy. The pump and catheter were explanted. The patient recovered without sequelae. The medication being delivered via the device system was dilaudid, concentration 15mg/ml.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further event detail that a (B)(6) 2011 culture done of the catheter tip came back positive with alpha hemolytic strep.